Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified infection. On an unreported date, the pt was hospitalized for the event. The cause of the infection was not reported. Treatment and outcome for the event were not reported. Additional information was requested but was not available.